Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had become dislodged when the patient removed his arm sling that had been keeping his arm steady. This lead was explanted.